Event description:
Legal counsel for the patient alleges that the patient underwent a total hip arthroplasty on (B)(6) 2009. Patient's legal counsel alleges patient suffers injury causing damage of material and immaterial nature. There has been no reported revision procedure. No further information has been provided to date. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure is (or may be) needed. Should additional information be received regarding a revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary. Current information is insufficient to permit a conclusion as to the cause of the event. The product identification necessary to review manufacturing history was not provided. The following sections could not be completed with the limited information provided. Date of event - unknown. Product identification/expiration date - unknown. Date implanted - unknown. Date explanted - unknown. Manufacture date - unknown. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Event description:
Legal counsel for the patient alleged that the patient underwent a total hip arthroplasty on (B)(6) 2009. Patient's legal counsel reports patient allegations of personal injury causing damage of material and immaterial nature. Additional information received indicates that a revision procedure was performed on (B)(6) 2012 due to pain, elevated metal ion levels and possible pseudo tumor. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information including product identification, which was unknown at the time of the initial medwatch. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "material sensitivity reactions." And "intraoperative or postoperative bone fracture and/or postoperative pain." And "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." This report is number 1 of 2 mdrs filed for the same patient (reference 1825034-2013-00715 & 03151).

Manufacturer narrative:
This follow-up report is being filed to relay this report is a duplicate of medwatch 1825034-2013-03626.